Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the lead. Effective stimulation was restored post-operatively.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. X-rays confirmed the lead had migrated. Surgical intervention will take place to address the issue. Details of the reported lead are unknown at this time. The implant date for the concomitant ipg, model 3788, is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.